Event description:
The customer reported that the alarm "wasn't working properly". No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the alarm "wasn't working properly". No pt harm was reported. The initial info indicates that the customer had misconfigured the alerting such that alarms were not being sent to the expected obtv monitors. Local philips staff assisted the customer in understanding how to configure obtv as they prefer. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.